Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced vision issues. The iol was exchanged for another lens model 2 months following the initial implant procedure. The clinical reason to explant the lens due to haptic was compromised when facility looked under microscope. Additional information received and stated that, after primary surgery, the patient was brought back to operation room for reposition of lens and noted lens haptic was noted to be compromised at that time. The patient was not hospitalized for the event and there was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the gusset area and the distal area. Both pieces were returned loose in the lens case. The optic is cut in half, typical of insertion and removal from the eye. A power and resolution inspection could not be conducted due to extensive damage. Broken haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).